Event description:
A patient with hirschsprung's disease, who a year and a half ago, underwent an abdominal perineal resection. He had a non-healing wound for about a year until he underwent closure of two perineal fistulas. During the procedure, while under fluoroscopy, a radiopaque linear density was noted. The area was probed, and a retained foreign object was removed, which turned out to be a piece of the split introducer from the I-flow on-q painbuster.according to the manufacturer's representative; this issue has been sent onto the corporate office and a reply has been requested with any information on advancements in product manufacturing that will help prevent this from occurring. Possibility of including markings or color coding on the sheaths (similar to that on the catheters), leads to the question of what to do if the sheath does peel unevenly and how to remove the sheath at that point? A suggestion for prevention of this occurrence is to slide the sheath back out over the catheter until it is entirely removed from the pt and then peel the sheath apart. Similar to what they currently do, they may need to steady the catheter as they pull pack on the sheath to prevent the catheter from sliding back out.